Event description:
Further information was received that additional out of range shock lead impedances were detected by this patient's home remote monitoring system. The physician was considering different follow-up options, but at this time the system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's home monitoring system transmitted that a high out-of-range (oor) shock lead impedance was detected for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. The field representatives consulted with tech services and potential causes and evaluation options were discussed. The patient was seen in clinic for evaluation. Over the last month the lead impedances were 100 to 120 ohms and all other measurements on the lead were stable. Isometrics were done and no noise was elicited. There was one stored episode in the last year which had no noise. No adverse patient effects were reported. At this time, information suggests that this system remains in service. Additional information was received that defibrillation threshold (dft) testing was done due to the high shock lead impedance measurement. The shock impedance was normal. Normal follow-up is planned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--